Manufacturer narrative:
Date of event: date estimated. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported three proglide devices had miss fires. The method to achieve hemostasis was not specified. No additional information was provided.